Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the vad coordinator was training the patient on how to perform a controller exchange using a mock loop and the patient's backup controller. During the exchange, several electrical faults occurred. The electrical faults also occurred after a restart of the controller. The controller was replaced and returned to manufacturer for evaluation. There was no reported patient injury as a result of this event. Evaluation of the controller revealed that the device passed visual and functional testing. There were no abnormalities when tested at bench level. Review of the log files confirmed the reported alarms; logs show electrical, low flow and vad stopped alarms. The root cause of the reported "electrical fault alarm" event cannot be conclusively determined as the device performed per specification. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation the instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that several electrical faults occurred with this controller. It was reported that "the ventricle assist device (vad) coordinator was training the patient on how to perform a controller exchange using a mock loop and the patient's backup controller." During the exchange, several electrical faults occurred. The electrical faults also occurred after a restart of the controller. The controller was replaced and returned to manufacturer for evaluation. There was no reported patient injury as a result of this event.